Event description:
Laboratory called tecan on (B)(6) to report that during a test run of an evo 200 mca liquid handling pipettor instrument, the operator had pressed the pause button and reached inside the instrument to remove tips that were stuck to the mca head. The pause button was lit indicating instrument was paused. While the operator's hand was inside the instrument, the mca head moved down pinning the operator's hand to the deck of the instrument. The operator hit the pause button to unpause the instrument and the mca head moved up freeing the operator's hand. The operator sustained minor injury to the hand including a cut with bleeding. No medical treatment was required other than basic first aid. The test run was without reagents and the tips were clean and sterile. No risk of biohazard exposure.